Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report: 1627487-2018-02271, reference MFR. Report: 3006705815-2018-00481. It was reported ((B)(6)) the patient experienced uncomfortable stimulation, as well as unwanted tingling in the ipg pocket site and the patient¿s pain pattern. As a result, the physician explanted an extension, and moved the ipg from the abdomen to the patient¿s buttocks. The ipg was connected directly to the lead. Reportedly, the patient issue has resolved. Implant date for extension has been requested but not provided.